Manufacturer narrative:
This reported event from the customer was forwarded to stryker instruments on (B)(6) 2016. It was reported over a call that the patients at (B)(6) hospital had complained of pain during a bier block. The stryker sales representative spoke with the customer who stated she felt it was user error. It was also reported that the customer was using the zimmer reusable cuffs with the stryker dual channel pump. Per the requirements stated in 21 cfr part 803; sec. 803.22 (b) (2), stryker instruments reported this complaint information to the u.s. Federal food and drug administration and copied zimmer biomet surgical dover, ohio. In the complaint follow up (cfu), on (B)(6) 2016 this investigator contacted the referenced contact at (B)(6) hospital. The customer representative (B)(6) confirmed that this reported event was user error. This hospital had recently switched from zimmer biomet tourniquet devices to stryker pump devices. The surgical team attempted to use a zimmer disposable cuff with a stryker pump. Furthermore, the customer has with assistance from stryker, initiated internal training with the applicable personnel. Other than the patient complaining of some pain and discomfort, no patient injury or procedure delay occurred. There is no reported or confirmed malfunction of a zimmer disposable cuff. No zimmer recommended actions required at this time.

Event description:
It was reported over a call that the patients had complained of pain during a bier block. It was reported that the customer was using the zimmer reusable cuffs with the stryker dual channel pump.